Event description:
Spirit combo insulin pump display has grey area. In good lighting display can be seen ok but not so well in low light, then display looks fuzzy. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.